Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image had noise due to corrosion of the scope connector, the curved rubber bond was cracked, there was a foreign object inside the nozzle, the bending angle was insufficient, the angle knob had play, the up/down knob was deformed due to deformation of the internal parts, dirt was found on the objective lens, and the suction cylinder was scraped. Scratches were found on the up/down knob, the up/down angle fixing lever, the scope connector, the right/left angle fixing knob, the insertion tube, the operation part, the tip cover, the insertion part of the corrugated tube, the switch box, the operation unit cover, the right/left knob, the grip, the universal cord, the operation part of the universal cord, the scope connector side of the universal cord, and the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the olympus asset evis lucera elite gastrointestinal videoscope had an image anomaly. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was confirmed that there were no deviation in the customers reprocessing. Therefore, root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.